Event description:
The hcp reported the pt was brought back for follow-up on the use of the personal therapy manager (ptm). Upon review, the hcp stated there was 1 successful activation, 7 lockouts, and 6 unsuccessful activations. The hcp had the patient show her how to give herself a bolus (activation available). The patient had a successful activation per the ptm and 1-2 min later, she attempted to show a lockout again. However, another successful activation was revealed on the ptm. The hcp interrogated the pump and attempted to get the logs but was unsuccessful. The manufacturer tech support was contacted and educated the hcp on how to create and print a print file with logs. The hcp stated, the patient was feeling well. The MFR reviewed the logs and discussed with the hcp that based on the pump ciruitry, the pump successfully gave 1 bolus and the other was rejected as per the logs. The manufacturer recommended a software engineer review the printouts. The hcp denies emi issues. The hcp made the decision to disable the ptm bolus feature at this time and wait for further direction after the software engineer evaluated the printouts.